Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.  Product event summary:the device was returned and analyzed. Analysis revealed the returned device did not detect any performance issues, but the calculated longevity result of 91% of expected was less than the predicted value based on the available programmed parameters. In the absence of the complete programming history, it is not possible to determine why the longevity did not match the predicted model. (B)(4).

Event description:
It was reported that the patient's device reached recommended replacement time (rrt). The physician expected that the implantable cardioverter defibrillator (ICD)  should have lasted longer. The ICD was explanted. No patient complications have been reported asa result of this event.